Event description:
The customer initially reported an incident that occurred with the nurse call system in which a bed exit alarm annunciated as a normal call at the nurse console. Per the customer, the bed exit alarm was set and armed on the bed and the bed was plugged in. The customer stated a patient fell, but no additional details were provided. The patient was moved to another bed and the bed involved in the incident was taken out of service. Follow up information was obtained from the unit secretary who stated the reported incident occurred on (B)(6) 2023 and it was clarified that there was no alarm of any kind indicating the patient had exited the bed. The bed exit notification only alarmed at the bed, but the volume was very soft and hard to hear even right outside the door of the patient's room. It was unknown if the volume on the bed had been turned down. There were no alerts indicating there was any type of issue with the bed communicating with the nurse call system prior to the incident. The unit secretary stated the call light button was working properly. It was confirmed that the patient was not injured and there have been no further issues since this event. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. Troubleshooting activities were performed by the customer and the reported problem was resolved by the customer replacing the audio station bed connector (asbc) on the wall. In this event, the customer reported the bed exit did not annunciate at the nurse¿s station and a patient fell; however, the customer confirmed the patient was not injured. The cause of the reported event cannot be confirmed as the customer replaced and discarded the asbc. If a missed bed exit notification at the nurse¿s station (primary location) were to recur, it would be likely to cause or contribute to a death or serious injury. Hillrom is cautiously reporting this event.